Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that a ventricular episodes from (B)(6) and (B)(6) show noise on both leads. This lead was capped on (B)(6) 2019.